Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') in an adult female patient who had essure (batch no. 628430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included gravida ii and parity 3. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced adnexa uteri pain ("pain lft side of the ovary") and arthralgia ("hip pain"). In (B)(6)2012, the patient experienced headache ("headaches") and migraine ("migraines / headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), back pain ("back pain"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), cystitis ("bladder infection") and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, back pain, psychological trauma, urinary tract disorder, vaginal infection, pelvic pain, abdominal pain, cystitis, alopecia, headache, migraine, adnexa uteri pain and arthralgia outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, arthralgia, back pain, cystitis, fallopian tube perforation, headache, migraine, pelvic pain, psychological trauma, urinary tract disorder and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for bladder/urinary problems diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2009: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2019: pfs received. Reporters information updated. Lot no. Were added. Events :migraines / headaches , pain left side of vary , hip pain were added. Lab data were added. Fu4 and 5 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') in an adult female patient who had essure (batch no. 628430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included multigravida and parity 3. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced adnexa uteri pain ("pain lft side of the ovary") and arthralgia ("hip pain"). In (B)(6) 2012, the patient experienced headache ("headaches") and migraine ("migraines / headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), back pain ("back pain"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), cystitis ("bladder infection") and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, back pain, psychological trauma, urinary tract disorder, vaginal infection, pelvic pain, abdominal pain, cystitis, alopecia, headache, migraine, adnexa uteri pain and arthralgia outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, arthralgia, back pain, cystitis, fallopian tube perforation, headache, migraine, pelvic pain, psychological trauma, urinary tract disorder and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for bladder/urinary problems diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: unilateral occlusion (right tube occluded). Lot number:628430 manufacturing date:2008/11 expiration date:2011/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), back pain ("back pain"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), cystitis ("bladder infection"), alopecia ("hair loss") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, back pain, psychological trauma, urinary tract disorder, vaginal infection, pelvic pain, abdominal pain, cystitis, alopecia and headache outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, fallopian tube perforation, headache, pelvic pain, psychological trauma, urinary tract disorder and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for bladder/urinary problems quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs received. Events added: pelvic pain, abdominal pain, bladder infection, hair loss and headaches. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), back pain ("back pain"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems") and vaginal infection ("vaginal infection"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, back pain, psychological trauma, urinary tract disorder and vaginal infection outcome was unknown. The reporter considered back pain, fallopian tube perforation, psychological trauma, urinary tract disorder and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for bladder/urinary problems quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter information added. This case become incident. Previously reported event injury were updated back pain, plaintiff did not undergo confirmation test, psych injury, fallopian tubes perforation, urinary problems, vaginal infection, hair loss. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.